Event description:
It was reported that during a prostate procedure the surgical fiber would only laser for 2 seconds, fiber not firing continuously at 2,281 joules of use. The procedure was completed using a second fiber. Reportedly, gland volume 30 ml. There was no report of pt injury.

Manufacturer narrative:
The component code fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a radial fracture at the output window; the fiber fractured distal to the fiber/cap fusion zone. Loose glass shards were observed contained within the metal cap. The fiber proximal to the fracture was found to rotate independently of the metal cap. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam and or the system will revert standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.